Manufacturer narrative:
The device was received for evaluation. During visual inspection, the device was found with the direction of flow label and the center shim missing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the direction of flow label and the center shim missing. The case shimming required to be repaired to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device found with missing direction of flow label and the center shim. No additional information is available.